Manufacturer narrative:
Address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced peritonitis manifested by abdominal pain, cloudy fluid and fever. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On the same day as the event onset, the patient was treated with cefazolin (loading and maintenance dose, intraperitoneal) and ceftazidime (loading and maintenance dose, discontinued after 23 days) for peritonitis. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. No additional information is available.